Manufacturer narrative:
The implant remains in situ. A radiograph image was provided which confirms the event of a screw shank fracture in the c2 vertebrae. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
At the 6-month postoperative visit, a radiograph image revealed the shafts of two screws had broken into the c2 vertebrae. There are no plans for revision surgery. This is report 1 of 2.